Event description:
The customer reported an erroneously elevated vitamin b12 result, generated from unicel dxi 800 access immunoassay system. The customer stated that an original result of 1354 ng/l was obtained and repeated testing, in duplicate, on alternate dxi analyzers, produced results of 382 ng/l and 415 ng/l. These repeat results better matched expected values for the patient, were considered correct, and reported out of the laboratory. The erroneously elevated result of 1354 ng/l was not reported out of the lab and there was no injury or change to patient treatment in connection with this event. According to the immunologist who carried out the testing, the patient was noted to have an autoimmune condition and may have had an interfering substance (ie, heterophilic antibody) which may have caused the erroneous result. The patient also had results for total protein, total bilirubin, and lipid levels greater than the limits which are stated as interference levels in the product insert for the vitamin b12 assay. Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2012, with a follow-up visit on (B)(6) 2012. The fse performed a high sensitivity (hs) system check, a dilution test and pipettor matching; results were found to be within established instrument specifications. The fse noted that the wash was slightly high but not failing. Aspirate probes were replaced and the substrate was decontaminated. The fse also replaced the substrate line and valves associated with the substrate line due to the presence of bubbles. Precision testing on 2 levels of quality control (qc) was performed following the fse visits and the coefficient of variation (%cv) results were higher than expected. Precision testing protocol was requested but was not received. Analysis of qc data supplied by the customer dated (B)(6) 2012 indicated the presence of several qc flags and also higher than expected %cvs on all levels of qc. Although hardware issues and possible sample interferences were noted, the cause of the incident is determined to be inconclusive. Access vitamin b12 reagent part number a18343 with lot #170149 was used in conjunction with the analyzer.